Manufacturer narrative:
Examination of the returned instrument confirms the observation. Based on the complainant comment that excessive force was used, use error may have been a factor. The investigation has determined that the returned instrument does represent an old design ((B)(4)) and break of the plastic extremity and of the index metal. Previous investigations found the breakages are due to an important stress during the assembly of the instrument onto the glenosphere. The end tip has been changed (addition of radius and blend) in order to increase the strength of the component, implemented on may 19, 2008 via (B)(4). The returned sample was placed into finished goods in january 2008 and so was manufactured prior to the design improvement. Based on the information received and the investigation performed, the root cause of the incident is related to the design of the product. Continue to monitor through trend analysis (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Excessive force was placed on the instrument causing the rotation tip to break.